Manufacturer narrative:
References the main component of the system and other applicable components are: : product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had fallen within the past 6 months in 2015. The patient had slipped and had fallen on their butt, did not have dates. It was reported that there was heating at the implantable neurostimulator (ins) pocket. It gets hot for a few seconds (maybe 10 seconds) and then went away. It was reported that it got hot like an overheated battery. When the device was off, it got hot where the battery was. The issue had been going on for a while since (B)(6) 2016. The issue had occurred 6-7 times on the day of the report that a really hot sensation was at the battery site. It was over-heating and the battery got hot about every 3-4 days. It was reported in (B)(6) 2016 that the patient saw a thermometer icon and unknown error code on their implantable neurostimulator recharger (insr). They had to stop charging until it cooled down and then started charging again. The battery was reported to have been off for the past 2 weeks because the patient had turned it off because they had been walking to help with their pain management. It was reported that the patient had been having left knee pain for the last couple of months. Later, it was reported the patient met with a manufacturer representative on (B)(6) 2016.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the stimulator was taking four hours to charge and she felt the heating. The patient stated she also felt a jolting from the stimulator and noted this had started shortly after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.